Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# l74359, implanted: (B)(6) 2000, product type: catheter; product ID 8578, serial# (B)(4), implanted: (B)(6) 2014, product type: accessory. (B)(4).

Manufacturer narrative:
Concomitant: product ID 8709, lot# l74359, explanted: 2014-(B)(6), product type catheter.

Event description:
Additional information indicated that during a catheter dye study a break/tear/hole was identified in the proximal segment of the catheter. The catheter was replaced. The patient recovered without permanent impairment.

Event description:
It was reported the healthcare provider (hcp) attempted to aspirate the patient¿s catheter in office on the date of this report for a dye/roller study and was unable to do so. The patient had 37 milliliter (ml) of fluid aspirated on (B)(6) 2014 during a drug refill appointment and the expected residual volume was 8ml. The hcp was unable to evaluate the catheter any further. The patient was going to be scheduled for a catheter replacement as soon as possible. It was further reported the patient had the catheter replaced on (B)(6) 2014. The patient¿s expected volume reservoir based on pre-surgery pump report was 30.3ml. It was unknown if the patient actually received any medication so the hcp aspirated and noted 39ml of medication, the medication was returned to the pump and attached to the new catheter (8780). Prior to the hcp disconnecting the pump from the old catheter he aspirated from the catheter access port (cap) and was able to withdraw 2ml of drug and cerebrospinal fluid (csf), so at that time it appeared as if the patient¿s catheter was patent while the patient was in the right lateral position. The hcp still proceeded with the case as initially planned and tied three sutures around the old catheter at the pump pocket location and connected the pump to the new 8780 catheter. The patient had morphine 15mg/ml, infusing at 11.1 mg/day prior to the catheter replacement. No product will be returned as the small portion that was removed (sutureless connector) was discarded. The cause of the issue was undetermined. The patient experienced less than 50% therapy relief and the patient¿s status at the time of this report ¿alive-no injury.¿ it was not known what oral medications the patient was on. The patient was admitted for a 23 hour observation and the patient was doing well and receiving effective therapy. The cause of the event, the catheter issue and location, and how and when the catheter issue was identified were not reported. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.